Event description:
It was reported that during the implant, the lead exhibited high impedance. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: he full lead was returned. Analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.